Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12186. The pt reported the charger gets extremely warm during charging. He also reported he feels shocking from the ipg all of the time. He has not charged the system in over two years and the system is on sleep mode. Multiple attempts to reach the pt for further info have been unsuccessful. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to hearing while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.